Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the up arrow button was intermittently responsive. Reporter also stated that there was no damage to the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: the original complaint could not be duplicated upon investigation. The keypad was fully intact with no peeling or damage observed. All of the buttons on the keypad responded properly. There was no evidence of keypad contamination noted. The audio bolus button was torn, but the button responded properly to button presses. Unrelated to the keypad complaint, the pump booted to the verify screen with a dim and discolored contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.